Event description:
Device malfunction: failure to retract vessel locator wings time of malfunction: during vessel closure; symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. The starclose clip was deployed and the clip applier removed from the arteriotomy without incident. After removal it was noted that the vessel locator wings (vlw) were open. Hemostasis was achieved by manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Device was rec'd. Investigation is not yet complete.